Event description:
Patient was having lithotripsy procedure done. When surgeon introduced uropass ureteral access sheath ref 61146bx lot 09e1600069 exp 05/11/2021 into patient the item broke leaving a large part of item inside patient. Surgeon was unable to retrieve item and stent was placed to protect patient and procedure was aborted and to be have item removed at a later time once the ureter was less swollen from incident in order to prevent any trauma to patient. FDA safety report ID # (B)(4).